Event description:
A united states distributor returned battery pack sn (B)(4) indicating that it would not power up the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not power monitor) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to power on is an excessively discharged tri-cell. The root cause of the excessively discharged tri-cell was unable to be positively identified. No adverse event resulted from the defective battery pack.